Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had "random" power disconnects. It was also noted that the controller had been in use for greater than five years. The controller was exchanged. No patient complications have been reported as a result of this event.

Event description:
The manufacturer received product performance data for three batteries which subsequently tested out of specification during manufacturer¿s analysis. The batteries remain in use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and for product analysis. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2018 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 30-nov-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a27 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2018 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 29-jan-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a27 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-nov-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 17-nov-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a27 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 product event summary: the controller (con401012) and three (3) batteries (B)(6) were not returned for ev aluation. No performance allegations were made against the batteries. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of controller log files revealed four (4) controller power up events with associated pump start events logged on 08-jul-2022 at 00:03:04, and on 15-jul-2022 at 04:32:27, 06:14:21 and 06:14:39. Momentary disconnections involving a power adapter were observed leading up to the third and fourth losses of power. The controller was without power for 9 seconds, 11 seconds, 11 seconds, and 29 seconds, respectively. Review of the data log file revealed several instances involving (B)(6) , where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source has an rsoc greater than 25%. It is likely the observed losses of power and communication errors are related to the reported "random power disconnects" event. As a result, the reported event was confirmed. In addition, log files revealed that the controller was in use for more than two (2) years. Lubrication servicing could not be confirmed for the power adapter since the serial number is unknown. There is no evidence the lubrication servicing was performed on (B)(6). A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 11/jul/2018. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 08/aug/2019. Possible causes of the reported "random power disconnects" event can be attributed to controller losses of power and communication errors. Possible root causes of the observed communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, con401012 falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental is being submitted for additional information. Product event summary: the controller ((B)(6)) was returned for evaluation. Three (3) batteries ((B)(6)) were not returned for evaluation. No performance allegations were made against the batteries. Various analyses were conducted and reviewed to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of controller log files revealed four (4) controller power up events with associated pump start events logged on(B)(6) 2022 at 00:03:04, and on (B)(6) 2022 at 04:32:27, 06:14:21 and 06:14:39. Momentary disconnections involving a power adapter were observed leading up to the third and fourth losses of power. The controller was without power for 9 seconds, 11 seconds, 11 seconds, and 29 seconds, respectively. Review of the data log file revealed several instances involving (B)(6), where the batteries' relative state of charge (rsoc) values was logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source has an rsoc greater than 25%. It is likely the observed losses of power and communication errors are related to the reported "random power disconnects" event. As a result, the reported event was confirmed. In addition, log files revealed that the controller was in use for more than two (2) years. Lubrication servicing could not be confirmed for the power adapter since the serial number is unknown. There is no evidence the lubrication servicing was performed on (B)(6). A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. Possible causes of the reported "random power disconnects" event can be attributed to controller losses of power and communication errors. Possible root causes of the observed communication errors can be attributed to the con troller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or due to momentary disconnections on the communication pins of the controller, potentially due to contamination. The most likely root cause of the observed momentary disconnections can be attributed to contamination within the power ports and due to temporary corrosion of the control ler-port/power-source pins. The most likely root cause of the observed contamination within the power ports event can be attributed to handling of the device. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. CAPA (B)(4) investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.